Event description:
It was reported that during an unknown procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. An attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed five clips as intended and it ejected three clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.